Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that transient st segment elevation and hemolysis occurred post procedure. During a pulmonary vein isolation atrial fibrillation procedure, a farawave cath was selected for use. When the procedure was fully completed at this point and fara equipment was being removed, a transient st segment elevation was noted post dcr (cardioversion). The sheath was being removed from left atrium to right atrium. The patient had no extended hospital stay but did experience hemolysis with less than 70 applications. There were no difficulties noted during procedure neither device issues. It was theorized maybe a post dcr st segment elevation as this is a known phenomenon or pulling catheter through sheath quickly when moving to left caused a vacuum and small air entrainment, however no air seen on imaging at all during any part of the procedure. It occurred immediately after dcr. Act was greater than 350. There were no interventions taken. The physician was quite puzzled by the hemolysis as low applications given, very sensitive patient presenting with both. Physician always shock at end of case when we take sheaths out to the right side of heart if the ablation has not restored sinus rhythm. The patient has been discharged.